Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01196. It was reported that patient experienced ineffective therapy and that the ipg could not be placed in MRI mode. Diagnostics revealed high impedance on both leads and imaging showed that the leads migrated. Surgery may occur to address the issues.